Manufacturer narrative:
Findings: pump received with missing segment partial display due to cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to cracked bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump screen is not visible. It has different colors on the screen. The customer woke up from a nap with a partial display. Troubleshooting was performed. The customer's blood glucose was 181 mg/dl. The insulin pump is returning.